Manufacturer narrative:
"The affected product (and lot number) was not available for investigation. Hummingbird med devices inc. Tested units from the hospital inventory that passed our pull strength and internal pressure tests. As a result of our investigation we could not determine any device failure mechanism that may have contributed to what was experienced during use of our product. The device is intended only for use with the hummi micro draw device and has not been tested for PICC line applications. There appears to be no manufacturing nor design defects based on the tests conducted."

Event description:
T-connector tubing broke near the distal (female end) site. This tubing used to connect the IV pump tubing to the hub end of the peripherally inserted peripheral catheter. Blood from PICC line backed up and clotted off the catheter. Clot could not be resolved, and line had to be removed and replaced.